Event description:
Arterial blood gas was ordered via cpoe system because of obtundation in pt with a history of respiratory failure. More than 24 hours later, the test was listed as "in progress", though there was not any result. There was not any notification by the ehr machine that there was not a result; nor did the nurses in the ICU know there was not a result; nor did the team responsible for obtaining the blood sample obtain the sample. The order was some place in the silos of the cpoe computer. The pt deteriorated requiring intubation and mechanical ventilation and went into shock as a result of the delay in diagnosis of acute respiratory failure. It is a widespread phenomena that ancillary do not get random orders and there is not any warning or indication by the device that an order remains outstanding. The life threatening complications of this defect are frequent and have been occurring for ten years or more. Nothing has been done to correct this defective device.